Event description:
The customer reported having high blood glucose of 437 mg/dl. The customer also reported that the insulin pump alarmed no delivery. Troubleshooting was performed. Ran a fixed prime test and the device did not alarm. Suggested customer to seek medical treatment if she can not control her blood glucose. Three days later, the customer called back and stated that her doctor requested to have a replacement device. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.